Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (t-pal spacer applicator handle, part number 03.812.003, lot number 8305042). The subject device was received in a used condition with the end of the shaft broken off. The complaint condition is confirmed. During manufacturing investigation the hardness and the diameter next to the breaking point were measured. Both results are within specification, therefore, a manufacturing related issue can be excluded. As previously reported, no non-conformances were generated during production of the subject device lot. The review of the device history records confirmed there were not issues during the manufacture of the subject device. Based on the investigation findings, it was concluded that the breakage of the applicator inner shaft was due to high mechanical force applied during use (parameters outside the approved range for the instrument). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows it was reported that: the nut at the top of the applicator inner shaft is broken. No prolongation of the surgery was reported. There was no patient harm, no fragments were generated and the surgery was successfully completed. No information about patient condition received. This complaint involves 1 part. Concomitant reported parts: 1x knob (part 03.812.004 lot unknown). 1x t-pal inserter (part 03.812.001 lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The date of manufacture is apr 23, 2013. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.